Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bypass procedure when the stomach was cut, the device could be used at the first load but there was a noise. After the second load, it was impossible to fire. Another device was used to complete the case. There was no patient injury.